Event description:
It was reported the hp052 was used during a tonsillectomy. It was reported by the rep the dh105 used with the luke handpiece went to solid tone. The blade was changed and the case was completed. There was no consequence to pt.